Event description:
Device malfunction: difficult to remove closure device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. The clip successfully fired and hemostasis was achieved with the device. The device was difficult to remove but it was manually removed using pressure and some force. Reportedly, the safety release button was activated but did not release. The vessel locator button did not fully return to the open position and the wings did not fully retract. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.